Event description:
Per clinical study documentation, sometime post-implant, the patient developed pulmonary artery stenosis. Seven (7) years post-implant, this patient underwent cardiac catheterization and there was no evidence of a residual leak to the device. A stent was implanted into the left pulmonary artery. It was also noted that the superior portion of the device extends into the descending aorta at the level of the aortic isthmus. This created a mild stenosis with a pull back gradient of less than 10mmhg. It will be monitored overtime. No additional information has been received.

Manufacturer narrative:
Remains implanted.